Manufacturer narrative:
Technician support told the account that a valve could be sticking intermittently. Maintenance replaced the head down valve and the problem returned. Repairs have not been completed.

Event description:
A nurse told the accounts maintenance that the head section of the bed drifted down over night. Maintenance could not get the bed to drift.